Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Philips remote service engineer (rse) checked and confirmed that no indicator was on after pressing the power button, hospital power was found to work normal and m cabinet has no power. Onsite diagnostic service was offered to the customer. But the customer did not accept the quotation. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.